Event description:
It is reported patient underwent implant of unknown 6 hole, 2.0mm stainless steel plate from synthes modular hand set on (B)(6) 2012 for left index metacarpal shaft fracture. Patient, who is construction worker, returned to full duty on (B)(6) 2012. Routine follow up visit x-ray taken on (B)(6) 2012 revealed the plate was broken. Removal of the hardware had been scheduled for (B)(6) 2012 but was cancelled. It is unknown if removal has been rescheduled. It has not been determined how plate was broken. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.